Manufacturer narrative:
Device evaluation results: one level 1 normoflo irrigation fast flow system was returned for investigation in used condition. The device was received with no rolling base, actuator pole, and back panel to secure the device. A red led light alarm came on when the device was powered on. The back panel was removed for further investigation. A crack in the return tube caused a leak which had in turn damaged multiple internal components. The customer reported product problem was therefore confirmed. The product problem was ultimately attributed to a design issue. This was established as the root cause. The main pcb and return tube were replaced. The device passed all the functional and electrical tests following this repair.

Event description:
It was reported that there was no flow from the level 1 normoflo irrigation fast flow system. The device was operating in a manner that was opposite to that which was expected. The device did not produce any alarms. This product problem was observed during testing. There was no patient involvement.